Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7xb black stopper was coming out of the btt. This was the inflation valve, and was noticed during the case. A new unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the black inflation valve was rec'd out of the inflation tubing. There was some evidence of blood. The valve was inserted back into the inflation tubing, and it stayed in when inflated and deflated. Based upon the visual observations, the reported complaint for "valve coming out" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).